Event description:
It was reported that a balloon rupture occurred. The target lesion was located in an unspecified coronary vessel. A 2.25mm x 15mm emerge balloon catheter was used to dilate the target lesion. During inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).